Event description:
Customer reported meter results of 426 mg/dl and 175 mg/dl within 10 minutes on the inform system. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.